Event description:
The costumer claims that the threads on several fixations screws ((B)(4)) have been destroyed. The costumer therefore returned the (B)(4) to stryker. They have disposed of the fixation screws.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.